Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Consumer alleges that the left brake handle on the back of the chair is physically broken. Consumer is not aware how this part got broken.